Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned inside a on a surgical sponge. Solution was dried on the lens. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. Based on the information provided, the event does not appear to be related to the product. The company diopter (2.25cyl), add power +2.2 & 3.2 lens model was replaced with a company diopter (1.50cyl), add power +2.2 & 3.2 lens model. An iol (intraocular lens) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. In this case, a 2.5 diopter higher power iol was selected. The exchange for a 2.5 higher diopter lens model and the difference in cylinder between the original implant lens model and the replacement lens model (company to company) may suggest that the replacement lens model was an improved choice for the patient's vision needs. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, explanted iol with reason blurry vision. Clinical reason for the explant is off target. Replaced with 24.0 d lens with more than 2 diopter difference different model lens. Additional information was requested.